Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for analysis. No obvious signs of use were observed. Visual analysis revealed the catheter body was separated adjacent to the catheter hub and into three pieces. The points of separation were observed to be smooth and uniform, while some appeared rough and jagged. It was noted that the catheter body was brittle and easily fractured once a perpendicular force was applied. Stress markings indicating brittleness were observed on the catheter body. The appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The overall length of the catheter from the juncture hub to the distal tip measured 115 mm, which is within the specification limits of 122-126 mm per catheter product drawing. The catheter body outer diameter measured 1.26 mm , which is within the specification limits of 1.24-1.30 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Manufacturing and r & d have previously been contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-01218-pbx was reviewed and includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body had separated adjacent to the catheter hub. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Previous testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed , and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances , storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the incident involved a 65-year-old female patient treated for bricker cystectomy under left ureteroscopy. During insertion of an arterial catheter, the catheter separated before being inserted into the artery. The device was replaced. The patient had to be punctured a second time, with the risk of catheter migration into the circulation. A similar incident was observed with another catheter from the same lot number". The associated emdr report numbers are 3006425876-2025-00149 and 3006425876-2025-00150.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the incident involved a 65-year-old female patient treated for bricker cystectomy under left ureteroscopy. During insertion of an arterial catheter, the catheter separated before being inserted into the artery. The device was replaced. The patient had to be punctured a second time, with the risk of catheter migration into the circulation. A similar incident was observed with another catheter from the same lot number". The associated emdr report numbers are 3006425876-2025-00150.